Manufacturer narrative:
Integra has completed their internal investigation on march 27, 2017. Results: evaluation of returned device; evaluation was unable to conclusively verify customer information as valid. There is no oil in the padgett; due to no oil in the padgett leakage of oil cannot be observed. The padgett runs as expected. Even after a few minutes in continuous operation, there was no failure observed at the padgett. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year lookback for this reported failure and or related to " oil leakage and noisy " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. A two year lookback for this reported failure and or related to " stopped working or not working " for this product ID shows that 2 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: unable to determine root cause as the complaint condition was not seen during analysis of the unit.

Event description:
It was reported an oil leakage from the unit during a procedure. The device became very noisy and then stopped working. The patient was not affected by the event. No complaints from the doctor.